Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that a power on reset (por) was seen on the patient programmer. The patient stated that the device didn't seem to be working properly. It was reported that the patient had been going through security checks at the courthouse and they might have affected the device. The hcp did not have access to a clinician programmer at the time of the call, but the patient intended to meet with their manufacturer representative to have them clear the por.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.